Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported viewing station uninterruptible power supply (ups) was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect ups has been received by manufacturer for evaluation. The reported issue was confirmed as the uninterruptible power supply (ups) was powered on with returned batteries and was charged for at least 6 hours. Ups failed load test as the batteries shutdown after 5 seconds. When new batteries were installed and charged for 6 hours, batteries passed batteries load test with 8 minutes and 15 seconds. Returned batteries would not hold charge.

Event description:
A medtronic representative reported that while outside of procedure the imaging system shuts down immediately after unplugging from power outlet. Representative stated that the uninterruptible power supply (ups) was no charging. There was no patient present at the time of the injury.